Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's system had high impedances. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
Correction b5: additional information received that the ipg did not contribute to the high impedances, therefore this event is no longer reportable.

Event description:
Additional information received that the ipg did not contribute to the high impedances, therefore this event is no longer reportable.